Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failures. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.